Event description:
It was reported that the patient will most likely be transitioning to comfort care in the near future. The system controller would not be replaced due to the patient's tenuous medical status. It was unknown that the patient not being stable enough for a system controller exchange was device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was noted that the patient passed away due to failure to thrive on (B)(6)2025. The device operated as intended. The outcome was not device or therapy related. The pump would not be explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event and subsequent patient outcome could not be conclusively determined through this evaluation. The controller event log files collectively contained events from (B)(6)2024. No notable events or alarms associated with the pump were captured, and the pump appeared to function as intended at the fixed speed. It was reported that the patient passed away due to failure to thrive. The outcome was not considered to be device or therapy related. The device operated as intended. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.